Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve paralysis (pnp). The procedure was stopped and the double stop technique was performed. The procedure was completed with cryo. It was noted that the patient was discharged two weeks after the procedure and the pnp remains unresolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files showed at least twenty injections were performed with the returned catheter without any issue on the date of the event. The product was not returned. In conclusion, there was no indication of a product malfunction and the product was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.